Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Delta xtend arthroplasty prosthesis insitu. History of pain; surgeon stated that CT scans showed notching of inferior scapula and lysis behind delta metaglene baseplate, and around screws. Poly, when removed, showed wear around one side of the lip - where the inferior lip would be. Once glenosphere removed, the metaglene baseplate and screws came away very easily. Custom glenoid component (from zimmer) then inserted. New delta xtend +9 spacer and std +3 poly inserted in delta xtend cemented monobloc stem, which was solidly fixed, and left insitu.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b3, b5, d7. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received that the affected side was the left shoulder. It was verified  that the metaglene and screws were extremely loose. All screws removed, but exact quantity is unknown, he thinks there were only two.